Manufacturer narrative:
The initial follow-up call to the customer in 2006 provided a replacement of a prior use manufacturer. The meter was returned to the distributor and was forwarded to agamatrix for evaluation. When distributor received the meter from the customer, the last reading showing was 309. This does not confirm the actual reading taken for self-monitoring at the time of the incident. Distributor follow-up action: 2006 - shipped customer a no-charge replacement meter; 2006 - distributor received returned meter; 2006 - customer cancelled her account.

Event description:
Customer called distributor's customer service and left a voicemail message stating that she felt her meter was reading too high and that it "nearly killed her." She had taken a reading, claiming that it was high, so she medicated herself and was rushed to the hospital as a result of low blood sugar. It is not clear what the user's reading was at the time of dosage and what she was medicating herself with or what the dose was. The results of the trip to the hospital also have not been revealed or what the treatment, if any, was.